Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead had evidence of oversensed noise, high out-of-range impedances, and decreased threshold measurements. A lead fracture was suspected. The patient is not pacemaker dependent. The ra lead was deactivated and the patient will be monitored. The lead remains implanted but not in service.